Event description:
The tip of the laparoscopic wave grasper broke off inside the patient's abdomen. Both jaws of the grasper broke off individually. The surgeon was able to retrieve the broken pieces and remove them.